Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided by the account and without the device to analyze, a cause for the reported unintended movement associated with clip opening while locked cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and the lock line was removed. However, immediately after the removal of the lock line, the clip opened to roughly 20 degrees. The clip was reclosed and it was noted the clip remained stable on the leaflets. To further reduce mr, an additional clip was implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.